Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No rewind anomalies noted. Device received with minor scratched display window and case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 26 m/dl at the time of admission, and 118 mg/dl at the time of the call. The customer was given intravenous d50 to treat. The customer experienced symptoms such as sweating and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer's settings did not match what their hcp had programmed the previous day on a loaner pump. The customer was going to see their hcp about the settings. The insulin pump will not be returned for analysis.

Event description:
A staffer at the endocrinologist's office called and stated that the customer's pump needed replacing as the customer was having lows and the pump was unable to rewind.